Event description:
It was reported that the subject device had a cut in outer sheath. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked on sides of video connector, loose light guide (lg) adapter, dents on distal edge and fiber breakage were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut in outer sheath was confirmed due to cut on video cable. Also, for the cracked-on sides of video connector, loose light guide (lg) adapter, dents on distal edge and fiber breakage were found, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cut in outer sheath. The issue was identified during reprocessing. There were no reports of patient involvement.